Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their charging cable was "seared" while charging their adc device. The customer further reports the charging cable shows, "scorched marks" and they report loss power to their facility. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their charging cable was "seared" while charging their adc device. The customer further reports the charging cable shows, "scorched marks" and they report loss power to their facility. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Visually inspected the returned usb charging cable and no damage was observed. No opens or shorts were observed. Usb charging cable passed testing. Customer also stated that they used a non-abbott charger. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of burn marks, fire, or electric shock was observed. The customer returned the provided abbott charging cable, which showed little signs of use. The returned cable was tested and did not observe any issues or scorch marks. The readers returned battery was outside specification. The returned reader was plugged into a charging point using the returned abbott cable and observed the returned reader to charge. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.